Event description:
It was reported that the customer's insulin pump alarmed while attempting to treat her high blood glucose with the insulin pump. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device was received with scratched screen and cracked reservoir tube lip.